Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called to report high blood glucose readings. The customer stated that when she removed the cannula it was twisted and crimped, and there was blood at the site. The customer's blood glucose readings ranged from 248 to 400 mg/dl. Customer performed troubleshooting and no problems were found; performed the high pressure test and it passed. Customer was advised to change their entire set, reservoir, and insulin and treat per their doctor's instructions. The customer was sent a replacement infusion set, but nothing was returned.